Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported the hospital experienced an automatic system restoration to the initial factory settings during surgery, resulting in the deactivation of the imaging system's certificate and rendering the fluorescence function unusable. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was not returned to manufacturer for investigation. The investigation is based on provided information and the experience of the investigator. The unit was inspected by the chinese subsidiary with no issues found. Because no problem was found in the chinese repair center, the root cause is determined by the investigator of this report to an individual software hang due to an electronic component issue on the control board, because this is the second time this happens at the customer's site. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. Appropriate warnings for the handling of a failure of the device and of the inspection of the device can be found in the corresponding instruction for use. The event is filed under internal karl storz complaint ID: (B)(4).